Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-08194 and 1627487-2013-08195. It was reported the pt had peripheral field stimulation (pfs) system (off-label use) which was explanted due to the pt experiencing stimulation in the rib, a pinching sensation and diminished therapy. The pt was implanted with a new system and programming restored effective stimulation.